Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62636. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported immediately after implantation via ab externo approach, the xen®45 gts was seen extruding through the injection site but it went in under the conjunctiva on its own when the patient looked down in the right eye. However, the conjunctiva seemed to be eroded slowly. Part of the xen®45 gts was excised about two weeks later to allow closure of the torn conjunctiva. The erosion of the tube still continues from the original torn conjunctiva side. Physician believed it was due to the stent slightly curled upwards and therefore extrudes through the conjunctiva when the patient looks at primary position but appears to be in place when the patient looked down. Treatment was provided as multiple resuturing of the conjunctiva and trimming of the xen tube. The device has been explanted. The reported events have been resolved.